Event description:
A customer stated that when customer used excel off brand reagent strips customer would receive erratic results. The customer stated that customer would receive results in the 250 mg/dl range and then retest and receive results in the 130-150 mg/dl range. Customer stated that on the day of the event customer tested and received a result of 45 mg/dl. Upon re-test customer received a result of 142 mg/dl. While on the phone a review of the system was conducted. Electronic checks were satisfactory. It was explained to the customer that bayer does not provide or support the use of excel off brand reagent strips. The complaint is considered closed for purposes of MDR.